Event description:
Pt was admitted to the hosp two days after a pump refill with "morphine cmpd pf in ns 35 mg per ml inrathecal". The pump had been programmed to deliver the same concetration of drug at the same rate of 13.3 mg/day complex continuous as previously. The pt began experiencing nausea, vomiting, headache, confusion and sedation approx 32 hours after the refill. Upon return to clinic with presenting symptoms, 5 cc of fluid was aspirated from the sideport. The reservoir was drained of the morphine sulfate and replaced with infumorph 500 (25 mg/ml). The actual reservoir volume was 17.2 ccs; the estimated reservoir volume was 17.2 ccs. The pump was programmed to deliver at the time of this refill, a decreased rate of 10 mg/day via a complex continuous cycle. A priming bolus was not programmed after the catheter aspiration, a bridge bolus was not performed and the "old drug" in the inner pump tubing was not accounted for. The pt was admitted to the hosp. Phenergan 25 mg intramuscular was administered. The pt remains in the hosp under observation for chest pains and "lingering headache". The chest pains are believed to be due to acid reflux caused by excessive vomiting.